Event description:
Information was received that reported a patient had become unresponsive on 01/30/06 due to hypoglycaemia and the paramedics had to be summoned. The patient's md reported that the patient uses u-500 humulin regular insulin in his insulin pump due to sever insulin resistance and has had difficulty withlow blood sugars. The md believed this to be a result of an incorrect calculation of insulin based on his correction formula. The doctor was informed that the device was only labelled to be used with u100 insulin.